Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced a hypoglycemia and had glucose or carb intake as treatment. Customer blood glucose level was around 50 mg/dl. Another blood glucose value was over 260 mg/dl, 245 md/dl. Customer also received insulin flow block alert . Customer was confirmed about used insulin pump system within 48 hours of reported event. The symptoms such as shaking and sweating occurred due to hypoglycemia. Troubleshooting was performed for insulin flow block alert. It was unknown about used of the auto mode feature actively at time of low blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 and h6- health effect clinical code with this report.

Event description:
Customer reported via phone call that they experienced low blood glucose level. It was reported that the insulin pump was returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
S/w version = unknown, retainer ring = black, case type = ngp. On 05-dec-2022, customer returned pump for an alleged low bg and no delivery/insulin flow block alarm. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces, and comlink3 files. In further full review, no delivery alarm in the pump history was found on 12/05/2022 08:55:43.000 during bolus. Unable to verify ¿no delivery alarm¿ during testing. Pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, harness vibrator assembly, battery tube, force sensor, or motor. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 55 fatal alarm confirmed in the history/traces on 12/06/2022 22:56:54.000, problem isolated to pcba 2. Force sensor was tested outside of pump, zero offset within specification (23.3mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Critical pump error (open book image) alarm confirmed due to pump error 55. Pump error 55 alarm confirmed, problem isolated to pcba 2. Unable to verify insulin flow blocked/no delivery alarm and low bg during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.